Event description:
It was reported that the foley catheter was difficult to remove. Initially, the patient underwent left clavicle and left scapula fracture resection and internal fixation. A foley catheter was placed during the operation. When the catheter was pulled out on the second day after the operation, it was found that the fluid in the balloon could not be extracted, and the catheter was catheterized. The tube could not be pulled out. After cutting the balloon tube, the liquid in the balloon could not discharged. Following the doctor's instructions, the balloon was punctured and the foley catheter was pulled out. This incident increased the workload of nurses, puncturing the airbag increased the pain and puncture risk of patients, and caused serious dissatisfaction among patients. The adverse event of the same type of urinary catheter failure was the third case in hospital on that day. The batch number of the first two cases of the foley catheter was the same (mydx3629), and the third case was different from the previous two cases (unk). Per follow-up information received from ibc on (B)(6) 2021, stated that the patient¿s urinary tract was swelling. It was also stated that the doctor cut the valve and discharged the liquid, along with the puncture assisted with ultrasound b to remove the catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe/ collapse lumen/ sac close eye/ valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe/ collapse lumen/ sac close eye/ valve damage. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the foley catheter was difficult to remove. Initially, the patient underwent left clavicle and left scapula fracture resection and internal fixation. A foley catheter was placed during the operation. When the catheter was pulled out on the second day after the operation, it was found that the fluid in the balloon could not be extracted, and the catheter was catheterized. The tube could not be pulled out. After cutting the balloon tube, the liquid in the balloon could not discharged. Following the doctor's instructions the balloon was punctured and the foley catheter was pulled out. Puncturing the airbag increased the pain and puncture risk of patients, and caused serious dissatisfaction among patients. The adverse event of the same type of urinary catheter failure was the third case in hospital on that day.